Event description:
It was reported that there was a 10% increase in battery charge in a short period of time. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on battery best practices and advised them to monitor the system and call back if the issue persisted.